Event description:
It was reported that high right ventricular (rv) lead thresholds were noted on capture management and on interrogation. The rv output was increased for adequate safety margins and the lead remains in use. It was noted that device detections were programmed off as the patient was released to hospice for palliative care. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; 4194 implantable pacing lead, (B)(6) 2007; d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2012. (B)(4).